Manufacturer narrative:
(B)(4). Investigation summary: one photo was provided for evaluation. The photo shows three groups of syringes. One group of five syringes has a note "ok." Another group of five has two syringes with the stopper pulled all the way up, the plunger rod has been removed and is out of the barrel; one syringe from the same group has the rubber stopper pulled all the way up, the plunger rod has been removed and is missing. The third group of 19 syringes has the rubber stopper pushed all the way down, except four of them that have the rubber stopper at about 2ml. During the production of this lot, no issues were reported that could have caused the symptom reported by the customer. Additionally, the samples of the second group where the plunger rods have been pulled out of the syringe, which does not represent the manufacturing process. The barrel has a retaining ring that limits the plunger rod to go out of the syringe. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: based on the photos provided, and the analysis of the photos, the symptom reported by the customer couldn't be confirmed. Analysis of the complaints' history was performed for this catalog# 306594, from 2018 to june 2020. This is the 5th complaint for plunger movement difficult and the 6th complaint for stopper separation. Rationale: CAPA not required at this time.

Event description:
It was reported that syringe 5ml saline fill china sp plunger movement was difficult and the stopper separates from the plunger. This occurred on 2000 occasions during use. The following information was provided by the initial reporter: at 16:30 on the afternoon of june 10th it received a complaint call from the head nurse. According to the department nurse's feedback that when using 5ml pre-filled yesterday and today, the injection has obvious resistance and could not be pushed to the end, so the amount of liquid left in the injection could not push the core rod. After receiving the complaint call, they went to the department to understand the situation on site: 1) after randomly picking up a 5ml pre-filled bolus injection from three different treatment vehicles, when the remaining 2-4ml was no longer able to push the liquid, and then to the department storeroom randomly took the pre-charge of the same batch number to activate the exhaust gas injection. This situation still exists. The head nurse has applied for the same batch number: 9260260 flush has 5 boxes, which has seriously affected the normal infusion care work of the department. 2. From the pre-charge of the same batch number applied for by the department, two packs (30 pieces each) were taken for activation-exhaust-push-injection test. The test results: only 30 packs of 30 pre-charges were packed in each box the sticks can be used normally. Of the remaining 25 sticks, 20 sticks cannot be pushed to the end. The rubber stopper is very astringent. There are 5 piston stop rings that cannot be activated (2 of which are pulled out).